Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead became dislodged due to twiddler's syndrome. Subsequently, surgical intervention was performed to explant and replace this lead. It was noted that the patient's underlying rhythm is conducted atrial fibrillation. The procedure was performed without complication and no adverse patient effects were reported. This lead is not expected for return.